Event description:
Same case as MFR's report # 6000093-2006-00426. Six months after implantation of a 2.75x12 mm and a 2.75x16 mm taxus express2 drug eluting stent, in-stent restenosis occurred. During the initial procedure, the target lesion was located in a calcific section of the proximal left anterior descending(lad) artery. A pre-intervention stenosis of 75% was reported. A 2.75x12 mm taxus stent was deployed in the lesion proximally and a 2.75x16 mm taxus stent was deployed in the lesion distally. A post-intervention percentage stenosis was not reported. No info was received concerning vessel tortuosity. No info was reported concerning pt medications or complications. The pt presented 6 months after the initial procedure with 75% in-stent restenosis in the proximal edge of the 2.75x12 mm stent and 60% in-stent restenosis of the 2.75x16 mm stent. In addition, a 90% occlusion was noted in a branching diagonal artery. The physician decided not to attempt angioplasty of the lad or diagonal arteries. The pt underwent coronary bypass surgery. The pt status was reported as fine.